Event description:
It was reported that both of the patient's pumps were not working, giving unspecified error messages. A doctor confirms that the patient continues to be hospitalized for worsening of unspecified pulmonary arterial hypertension symptoms. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown. The patient had a back-up they were able to switch to. The patient was successful in continuing their infusion. The infusion is life-sustaining. There were no reported product faults occurring while in use with the patient. There was no patient injury recorded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number and catalog number) and h4 are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received on 26-oct-2022 via email and attached to complaint object. The serial number was updated in serial number field. Patient details was also updated in the complaint. Event date was updated to 28-sept-2022. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. Most probable cause is the board. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.